Event description:
Pulmonetic systems, inc. Received an email from a representative of facility on 12/02/02. The representative reported the following problem: ventilator is not powering on mains and also on battery.